Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. Attempts to obtain additional information were unsuccessful. The contract manufacturer conducted a review of the manufacturing records for the catheter lot number reported. The device history record (DHR) review showed the lot was manufactured according to specifications. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When performing routine flushing hemodialysis catheter, 2 pinholes noted to external portion of blue limb of catheter lumen. Md notified immediately and central venous line was locked with normal saline. Urgent vascath replacement performed. The following day dayshift bedside rn noticed small amount of blood on outside circumference of blue lumen of newly ir placed tunneled dialysis catheter. Upon further inspection, a small pinhole was noted on the external portion of the blue lumen. Md immediately notifiec as well as ir and peds nephrologist.

Manufacturer narrative:
Currently waiting for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.